Event description:
Ventilator alarming ambient pressure sensor failed/inline temp failed. Display of "?" Present next to vt and rr. Ventilator changed out with a different one.biomed follow-up: this vent generated an ambient pressure sensor fail, temperature sensor fail, and a device failure(8) alarm. This same alarm sequence occurred on this device (B)(4) 2014 in which the tsr service report does not state the corrective action. The tsr has looked at this device again and is awaiting a main pcb.